Manufacturer narrative:
Depuy spine has requested return of the device for eval. A f/u medwatch report will be filed upon receipt of the device and completion of the eval.

Event description:
International affiliate reports the proximal part of the cement system's trocar broke when the device was removed during a vertebroplasty procedure. The broken portion remains in the pt. As an unintended portion of the device remains in the pt, a medwatch report is being filed to document the event.